Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the implantable pulse generator (ipg) was having difficulty being interrogated. After multiple attempts with different programmers, the ICD was able to be successfully interrogated. However, the interrogation showed the ICD had reached elective replacement indicator (eri) unexpectedly. The ICD was never implanted. No patient complications have been reported as a result of this event.